Manufacturer narrative:
The reported complaint of a burning odor during use of the autopulse platform (sn (B)(6) could not be confirmed during the archive review or functional testing. A significant amount of blood ingress was identified within the device. Due to the associated infection risk, further functional testing could not be performed. The customer's reported complaint was likely caused by blood ingress into the device during use with the heated-air (forced-air warming) mattress placed beneath the platform for patient warming, as the customer indicated. The archive data review found no errors related to the platform reaching high temperatures. The platform was powered on to retrieve the archive data logs; however, the functional testing of the platform was not performed, and a significant amount of blood ingress was observed within the device. Zoll is awaiting the customer's decision on device disposition or a potential upgrade to the new nxt platform.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The customer reported detecting a burning odor while the autopulse platform (sn (B)(6)) was in use during the patient call; however, compressions continued without interruption. The platform functioned as intended throughout the event. No consequences or impact to the patient. Additionally, the customer indicated that a heated-air mattress (forced-air warming mattress) had been placed beneath the autopulse platform to provide patient warming during care.